Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that she is experiencing false low readings on the sensors. Customer reported that upon removal of one of the sensors she noticed that the sensor appeared to be shorter than usual. Customer reported a slight curve in another sensor. Customer's blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was done. Product is not expected to return.